Event description:
It was reported that after the patient swam, the Pod let out a loud beep. The patient removed the Pod and noticed the inside compartment was filled with water. In addition, there was a rust color around the Pod. Upon further examination, it was noted that the Pod was cracked. No blood glucose readings were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.